Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, service history review, a search for similar complaints, and a review of labeling. Return material from the customer was not available. The customer was instructed to replace and calibrate the r2 probe. The customer replaced and calibrated the r1 and r2 probe to resolve the issue. A review of the analyzer service history was performed, one additional instance was identified relating to a ausab cap survey failure. Replacement of the r1 and r2 probes and manifold kit valves was completed on july 13, 2018. Tracking and trending review was completed. No adverse trend for erratic results, as described in this event, was identified. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect i2000sr analyzer, list number 03m74, was identified.

Manufacturer narrative:
This event was previously reported in manufacture report number 3008344661-2018-00071. After further evaluation, the suspect medical device in question was changed from the architect ausab assay, list number (B)(4), to the architect i2000sr analyzer, list number (B)(4). All further information will be documented under this manufacturer report number. An evaluation is in-process.

Event description:
The customer observed false reactive ausab results while using the architect ausab assay. The customer indicated that on (B)(6) 2018 8 patient specimens generated results between 20-30 miu/ml. None of the specimens have been retested. The customer believes the results may have been high since they were expecting negative results. The specimens were tested immediately after cap survey specimens that also generated high results, which were expected to be lower as well. No impact to patient management was reported. No specific patient information was provided.